Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the r-wave amplitudes for this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead had diminished. All other lead measurements were stable and within normal range. The physician brought the patient in for new induction testing. The induction episode with the sensitivity set to 0.6mv showed 1-2 beats that were undersensed. The sensitivity was then programmed to 0.3mv to ensure proper sensing. A technical services consultant reviewed the induction episode and determined the missed beats were due to the big/small phenomenon, where the amplitude changed from 5mv to 1mv in 200ms. The automatic gain control (agc) cannot decay that quickly, but the detection criteria takes this into account. The sensitivity setting of 0.3mv would not prevent this undersensing. The device was functioning normally. No additional adverse patient effects were reported.